Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was symptomatic with some dizziness. The healthcare provider mentions the physician increased the implantable cardioverter defibrillator (ICD) lower pacing rate to offset the patient¿s symptoms; however, the patient does not feel well with ventricular pacing. The right ventricular (rv) lead was found to have t-wave oversensing (twos) post ventricular pacing. The lead remains in use. No further patient complications have been reported as a result of this event.